Event description:
A customer reported the probe on their act diff instrument leaked into the low and normal control vials. There was no biohazard exposure to mucous membranes or open wounds. In addition, no patient samples were impacted by the leak.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed the probe leaking and replaced the diluent filters, the valve vl8 and the probe wash block (probe wipe assembly) to resolve this issue. Upon recur, this failure mode could cause erroneous results for all parameters due to contamination of the sample tube during aspiration. (B)(4).